Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that a low shock impedance less than 20 ohms was detected on this lead. It was determined that the patient had an echocardiogram around the time of the alert, and may have contributed to the impedance anomaly. The difference between the procedure and the measurement was one hour, however numerous reasons were discussed that could result in this discrepancy and it was determined the procedure may still have been involved with the alert. Shock impedances levels were normal and within range both prior to the procedure and after the procedure. The physician will continue to monitor the lead and with current information no further remedial action was taken at this time. No adverse patient effects were reported.